Event description:
Customer's sister called to report that they were hospitalized for an unknown procedure. Customer's sister stated that he was sent home because his blood glucose levels were too low. Customer's sister stated that the paramedics were called for customer once he got home. Customer's sister stated that the paramedics treated the customer with glucagon shots, but did not take him back to the hospital. Customer's sister stated that a day or two later it was discovered that the customer had a broken leg and still suffered from low blood glucose levels. Product is not being returned or replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.